Manufacturer narrative:
The device was returned with no packaging, so the lot number could not be confirmed. During visual inspection the guidewire was broken/fractured at 71cm from the proximal end. A functional test could not be performed due to the condition of the device. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. Based on the event description, "catheterization microguide rupture", it is likely that the reported issue was for a guidewire fracture. The guidewire was broken/fractured at 71cm from the proximal end. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. Therefore, an assignable cause of procedural factors will be assigned to the event.

Event description:
The subject guidewire (subject device) was returned for analysis on (B)(6) 2020 and the guidewire was examined. Based on the investigation of the device, it was revealed that the guidewire was broken/fractured at 71cm from the proximal end. No clinical consequences were reported to the patient due to this event.